Manufacturer narrative:
No report of injury or procedural delays or cancellations. The user facility medwatch received did not provide a serial number for the system 1e processor subject of the reported event. A review of steris service records indicates the user facility has three active system 1e processors at their location. Two of the three system 1e processors have had previous field service requests for uv light issues. In each instance, a steris service technician addressed the service need timely and returned the system 1e's to service. No injuries were reported as a result of the service calls. No service requests have been opened since january 2015 in regards to all three system 1e processors. The three system 1e processors were installed in 2011 and are not currently serviced or maintained by steris.

Event description:
The user facility reported via medwatch # (B)(4) that their system 1e processor is not passing a diagnostic cycle and their uv light and ab filters are not operating properly.